Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose 410 mg/dl. Customer stated that they had blood glucose over 400 mg/dl at the morning. Customer¿s other blood glucose level are 209,210,397 mg/dl. Customer¿s current blood glucose level was 210 mg/dl. The customer did experienced the symptoms like extreme thirst related to the high blood glucose. Customer stated that insulin pump had software error detected alarm during the high pressure test and customer was able to successfully clear the alarm and complete the rewind. The customer treated with the manual injection and insulin pump. Troubleshooting was done for high blood glucose and the pump error also. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Software error alarm found in the device history due to software error.